Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt suffered discomfort, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep among other things. It is further alleged that due to the metal on metal abrasion problem created by the devices, the pt is at risk for injuries associated with metallosis, from the minute metal particles remaining in her body.